Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. It was unable to perform the displacement test due to lcd damage. Device also had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and stained end cap sticker. (B)(4)

Event description:
The customer reported via phone call that she dropped the insulin pump and the display cracked inside and had black ink on the right side of the screen. Customer stated she had difficulty reading the display. Blood glucose value was 201 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.